Manufacturer narrative:
All operating currents are within specification. There were no unexpected low battery off no power alarms noted. The pump passed the self test, off no power test, and unexpected restart error test. The insulin pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. They were unable to complete the functional test due to the compromised force sensor alarm. The pump was received with a minor scratched lcd window, cracked reservoir tube window corners, a broken reservoir tube lip, broken battery tube threads, and a missing end cap sticker.

Event description:
It was reported by a family/friend via phone call that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that she tried everything but she keeps getting an error message. Customer's blood glucose was over 500 mg/dl at the time of the incident. Customer stated that she is being treated and the drive support cap is flush. It was explained that during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer declined troubleshooting since she has not been on the pump. Customer has been correcting with insulin pens. Customer mentioned that the dome label sticker is missing.